Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion and opening curved. Leak test and microscopic analysis was performed which identified: two striated openings on radius, striated opening on posterior and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on radius assessed as surgical damage consist in the use of some surgical tool. A striated opening on posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side implant deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, d.10, g.1, h.3, h.6.